Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a 10.5 cm abdominal aortic aneurysm that ruptured preoperatively one month ago. Vessel morphology was not reported. It was reported that the patient presented unconsciously with a large aneurysm and during the endovascular procedure, the aneurysm ruptured. It was intended that the left renal artery would be covered; however, after deployment of the graft it was noted that the right renal artery was also covered. The physician decided that because the graft was one centimeter above the renal artery that the artery could not be cannulated. A permanent catheter was placed for future renal dialysis treatment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)() - pre stent graft implantation. Evaluation results: arterial/vessel occlusion, misplacement of the device, renal insufficiency. Pre-operative ruptured aneurysm. Treatment for a pre stent graft implant ruptured aneurysm. Evaluation conclusion: pre-operative ruptured aneurysm. Treatment for a pre stent graft implant ruptured aneurysm.